Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the personal diabetes manager (pdm) had an incorrect blood glucose (bg) meter reading. Patient was seen by a healthcare professional at the emergency room (ER) and was treated with morphine for symptoms of pain. In addition, patient given 9.5 units of insulin correction.